Manufacturer narrative:
Reportedly, it was unknown which loading unit caused the reported condition. Five loading units were used during the procedure from three different lot numbers.

Event description:
Procedure type: colectomy. According to the reporter: after firing, the staples did not form a "b" shape. Reportedly, a gap appeared in the staple line and the anastomosis fell apart. The surgeon transected the anastomosis site and used a different load to re-do the anastomosis. The surgery time was extended by approx 15 minutes.